Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited ventricular channel oversensing of atrial signals. Previous programming had been performed. Technical services (ts) discussed options with the field representative including adjusting sensitivity, which did not solve the issue. Ts then discussed consulting with the physician the future plan and optimal programming and blanking options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device exhibited ventricular channel oversensing of atrial signals. Previous programming had been performed. Technical services (ts) discussed options with the field representative including adjusting sensitivity, which did not solve the issue. Ts then discussed consulting with the physician the future plan and optimal programming and blanking options. This device remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted due to normal battery depletion. A new device was implanted and remains in service.